Manufacturer narrative:
The instructions for use includes the warning: for safe and efficacious use of spineplex radiopaque bone cement the surgeon should have specific training and experience to be thoroughly familiar with the properties, handling characteristics and application of the product.

Event description:
It was reported that during a vertebroplasty there was mild extravasation of the bone cement to the anterior left vertebral body at t11. The operating surgeon indicated that this leak was inconsequential. There were no adverse consequences reported and there are no additional treatment plans for the patient at this time as a result of the extravasation.